Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4mm x 20mm x 144cm coyote ec balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Dilatation was performed again using a non-bsc device and the procedure was completed. There were no patient complications nor injuries reported.